Event description:
It was reported by service report that the power cord needed to be replaced due to it being frayed. The customer does not know if there was pt involvement or if there are adverse consequences to report.